Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's impedances were high in lead 0 in 3 clinic visits in a row before the patient was withdrawn from the study. Their left dbs impedances were abnormal with case <(>&<)> 0 with high readings. The outcome was unresolved at the time of study exit. No actions had been taken. The etiology was stated as related to the device/therapy and possibly related to the implant procedure. No patient symptoms or further complications were reported as a result of this event.